Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was severed, the helix was retracted and dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, the lead exhibited functional undersensing. As result, the physician tried to reposition the lead but the helix was unable to be re-extended. The lead was cut during removal and a new ra lead was implanted. No adverse patient effects were reported.